Manufacturer narrative:
Batch review performed on 17 june 2019: lot 171726: (B)(4) items manufactured and released on 24-july-2017. Expiration date: 2022-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one another similar reported event.

Event description:
Revision surgery performed after 1 year and 7 months form the primary due to an infection (the type of the pathogen is unknown). The inlay has been revised successfully.